Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use for theraseed palladium-103 devices with sourcecap bioabsorbable caps was reviewed. There is a diagram on page one depicting 40 degrees celcius (c) (104 degrees fahrenheit) as the upper temperature limit. Additionally, there is a warning in the body of the text stating not to store the seed / sourcecap assemblies at temperatures above 40 degrees c. (B)(4).

Event description:
It was reported that the product seeds were stuck together. The physician split the seeds and administered them individually. This took the physician an additional 1.5 hours, making the entire procedure last about 2.5 hours.